Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.a medtronic representative, following up with the site, reported that the ear, nose & throat (ent) software was corrupted. The medtronic representative uninstalled and reinstalled software. The medtronic representative confirmed the system was performing as intended after the software was reinstalled.

Manufacturer narrative:
Patient information was not made available from the site per nurse, (B)(6). Software investigation has not been completed. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site representative that, while in an ear, nose & throat (ent) procedure, the surgeon profile was not available after a system re-boot. The navigation system was working normally while a staff personnel was loading patient imaging. According to the site representative, this staff member shut down the navigation system properly before moving it across the room. When the navigation system was re-started, the system became non-responsive. Site re-booted the navigation system 4 times. The blue screen was displayed, however, all the surgeon profile disappeared. The site representative tried to re-create the surgeon's profile, however could not save the entered information. The surgeon opted to halt the procedure. No further details were provided.